Manufacturer narrative:
Initial reporter occupation is patient's/consumer's wife. The patient's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1¿ 6.8 inr): qc 1: 5.5 inr, qc 2: 5.5 inr, qc 3: 5.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
It was alleged that a patient received a questionable result when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2023 at 11:28 a.m., a sample from the patient was tested on the meter, resulting in a value of 3.2 inr while at 12:30 p.m., a sample from the patient was reportedly tested in the laboratory using an unknown method, resulting in a value of 2.4 inr. No treatment was received based on the results. It was reported that the laboratory value was believed to be correct. The patient's therapeutic range was reported to be 2.0 - 3.0 inr. The patient reportedly tests three times during the month on the meter and every third monday of the month in the laboratory.